Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) heard device beeping and went to the emergency room. The device was checked and exhibited the fault code 1003. Boston scientific technical services (ts) suggested doing a memory download to evaluate for expected longevity. This will take place when the patient returns home from traveling. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). This device was explanted and returned for analysis. Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed [three] low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(6) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population. There were no additional adverse patient effects reported.